Manufacturer narrative:
This event is under investigation and the report will be updated when the investigation is complete.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and lead system experienced an infection shortly after the system was implanted. The patient was treated with intravenous antibiotics. However, the patient passed away ten days after the implant procedure.

Manufacturer narrative:
The field representative obtained the actual sequence of events for this patient and device system. It was found the patient had been hospitalized for a pacemaker system extraction due to infection on june 15. This new pacemaker system was implanted on june 20 and the patient was discharged to home on june 22. The patient died june 30 and the reported cause of death was myocardial infarction and fever. The patient's death was not related to this pacemaker system.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and lead system experienced an infection shortly after the system was implanted. The patient was treated with intravenous antibiotics. However, the patient passed away ten days after the implant procedure.